Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system was auto-reducing and there were invalid impedances on the lead. Surgical intervention took place on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.